Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was classifying atrial arrhythmias as terminated though they appeared to continue. Detected ventricular tachycardia episodes were noted to potentially be atrial fibrillation with rapid ventricular response. The device remains in use. No patient complications have been reported as a result of this event.